Event description:
It was reported that a patient was revised approximately fifteen years and one month post implantation due to instability. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D10-medical product: unknown nexgen articular surface. G2- australia. H3- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: a1, a3, b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h6, and h11 d4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.

Event description:
No further event information available at the time of this report.